Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the malfunction 'abnormal operation of the power button' occurred due to power switch failure. Where as, the electrical communication was not conducted properly due to bent video connector terminal pin and it led to malfunction 'no image'. However, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited a terminal bending of the video connector socket. There were no reports of patient involvement.